Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 470 mg/dl at the time of the incident and was treated with insulin pump. The customer's other blood glucose was in the 400 mg/dl and 250 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer noticed the last couple of days the blood glucose had gone up. The customer reported that the drive support cap appeared normal or slightly indented. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.